Event description:
It was reported that on (B)(6) 2026, the patient presented to an outside hospital emergency department with dizziness and mumbling, was feeling lightheaded and felt like the room was spinning. The patient also reported to be seeing colors in his vision. The patient was admitted for acute kidney injury, hypotension, and possible surgical site infection. The event was resolved with no adverse consequences to the patient. The patient's medical treatment is unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.